Event description:
During initial assessment of a returned homechoice pro machine, a baxter technician identified an increased intra-peritoneal volume (iipv) in the logs. The iipv occurred on (B)(6) 2011 at 23:45. The ultrafiltration equaled 1064ml during cycle 8. The largest prescribed fill volume equaled 1500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. No failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv identified in the device log was determined to be insufficient drain, due to use error, the tidal total uf removal was set too low.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the potential use error in this complaint. This issue is being investigated through CAPA.